Manufacturer narrative:
This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The prior report incorrectly stated, "this product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available." This report is being submitted to remove this incorrect statement from the additional MFR narrative field (h11) in section h, device manufacturers only.

Event description:
It was reported that the patient had erosion at the implantable pulse generator (ipg) with symptoms of pain and purulent discharge. The patient underwent an implantable pulse generator (ipg) explant procedure. The patient was given antibiotics.

Manufacturer narrative:
This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient had erosion at the implantable pulse generator (ipg) with symptoms of pain and purulent discharge. The patient underwent an implantable pulse generator (ipg) explant procedure. The patient was given antibiotics.